Event description:
The customer reported intermittently thumb nail images were mixed resulting in a data loss situation. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The calibration files were reloaded and the hard drive was replaced. The system was then found to be operating as intended.